Event description:
(B)(4). This was my first of what would become many urinary tract infections; I also had 2 pelvic infections (never had these issues until essure)... Fatigue, bloating, heavy vaginal bleeding,l abnormal vaginal bleeding, pain with intercourse, loss of libido, headaches, nausea all day everyday, pelvic pain, sharp stabbing pain on right side